Manufacturer narrative:
Please reference MDR 2183870-2008-00145 for the spiderfx used in this procedure.

Event description:
Pt enrolled into the trial. Ischemic stroke reported. The procedure was performed on the left carotid artery with no neurological deficits noted at the end of procedure. Pt developed right sided weakness and vision difficulty in the right eye that afternoon. Ataxia was noted on right side extremities. Nih stroke scale was a +2 at the time. Baseline hospital scale was 0. Pt was restarted on medication with a status improvement immediately. CT scan showed no evidence of a stroke or neurological deficit, additional info received on oct. 16, 2008: the physician felt that the change in his coordination and weakness on the right side was consistent with a neurological deficit, and a small stroke. In 2008, pt was seen in office of cardiologist and at this time, showed no neurological deficits.